Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed that the right ventricular (rv) lead exhibited defibrillation impedance measurements that exceeded the upper limit. Programming interventions were made on (B)(6) 2025. There were no patient symptoms reported.